Event description:
Reference number (B)(4). Event occurred in the united states. On 17-june-2024, it was reported by the patient that two infusions set fell of first one within 10 hours of use and the second within 30 minutes of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.